Event description:
Approximately 2 years and 6 months after the index procedure, the patient complained of chest pain and st elevation was observed. Cag was conducted and thrombus was observed in the cypher. To treat the thrombus, poba (non-cordis) was conducted. At that time, dissection occurred. A bms (vision 3.5/12mm) was implanted for covering the dissection. The patient recovered and was discharged, twelve days later, from the hospital. The target lesion was proximal left anterior descending artery. The vessel was a de-novo and calcified lesion. Aha/acc classification of the vessel was type b2. The lesion length was 14mm and vessel diameter was 3.39mm. The procedure was an elective case. Pre-dilatation was conducted with a balloon (3.0/23mm) at 10 atm for 30 seconds. Cypher (3.0/23mm) was implanted at 12 atm for 30 seconds. Post-dilatation was conducted with a balloon (3.0/15mm) at 14 atm for 15 seconds. Ivus was conducted. The residual % stenosis was 0%. Timi flow before the procedure was 3 and 3 after the procedure. Act was not measured.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Information collection has been performed on the aggregated DHR review report for epidemiology and reporting revision. Thrombosis is a known potential adverse event following stent implantation. Patient's who are known to be at high-risk for thrombotic events included those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. The physician commented that the possible cause of the thrombotic event was because ticlopidine hydrochloride was stopped 6 months post index procedure. Review of the information provided suggests that patient factors (specifically diabetes), vessel/lesion characteristics and pharmacological factors (discontinuation of ticlopidine) may have contributed to this patient's thrombotic event.